Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event, visual & functional testing and controller log analysis. Functional analysis of the batteries revealed that four of the six returned batteries failed to meet the performance specification due to a failed cell; however, the premature power source change complaint could not be confirmed. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. *this is one of four reports (3007042319-2013-00185, 00186, 00187 and 00188) submitted for devices related to the same event.

Event description:
Six months after heartware lvad implantation, the patient experienced power source change in the controller earlier than expected .the controller and batteries were removed from the patient and a new controller and a set of batteries were supplied from hospital stock. No harm or injury to the patient was reported as a result of this incident.